Manufacturer narrative:
After several tests and verifications, the customer indicates the presence of the error message "speaker fault", unplugging and reconnecting the speaker cable did not solve the failure. The device still has no sound. Recommendation to replace the loudspeaker. A quote has been sent to customer for further repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device has speaker defective error message. It was confirmed that there is no sound from the device. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Analysis was performed by remote support engineer (rse) which included diagnostic testing. After several tests and verifications, the customer indicates the presence of the error message "speaker fault". The customer tried unplugging and reconnecting the speaker cable did not solve the failure. The rse recommended to replace the speaker assembly. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was speaker malfunction. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility to repair the device. A review of the service history for this device shows the problem has not been reported again for this device.